Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 09, 2021.

Manufacturer narrative:
This report is submitted on july 19, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown and exposure of the ground electrode array through the skin, resulting in infection. The patient had undergone three skin flap rotation revisions, and was treated with topical antibiotics, however, the issue could not be resolved. The patient underwent exploratory surgery and debridement of the site; ultimately, device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.